Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the quality issue regarding catheters, where the placement of catheters at 2 instances did not work appropriately. Both catheters would not drain after placement resulting in replacement. Patient had three effected trays that were used in cvicu and cicu. Per follow up via email on 16feb2021 three more temp sensing trays that had been affected, total six from bmcs.

Event description:
It was reported that the quality issue regarding catheters, where the placement of catheters at 2 instances did not work appropriately. Both catheters would not drain after placement resulting in replacement. Patient had three effected trays that were used in cvicu and cicu. Per follow up via email on (B)(6) 2021 three more temp sensing trays that had been affected, total six from bmcs.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.